Event description:
Unit was tested for battery operation. Unit did not go into "low battery" alarm; it went directly to "low battery/plug in" alarm and stopped pumping. Unit tested twice with same result. Add'l event date reported as 4/21/94. (*)